Manufacturer narrative:
The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a bd insyte¿ autoguard¿ bc shielded IV catheter, there was a crack in the catheter/hub and leakage occurred. The following information was provided by the initial reporter: IV catheter had a crack in the plastic where it met the yellow end piece. This resulted in the IV leaking at the site and needing to be removed.

Manufacturer narrative:
Investigation summary : since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that while using a bd insyte¿ autoguard¿ bc shielded IV catheter, there was a crack in the catheter/hub and leakage occurred. The following information was provided by the initial reporter: IV catheter had a crack in the plastic where it met the yellow end piece. This resulted in the IV leaking at the site and needing to be removed.